Event description:
It was reported that patient called the nurse as PICC had dislodged. It was found that the statlock had broken in half, meaning the PICC line was no longer secured to the skin. Infusions (including tpn) were immediately stopped. Doctors were notified and as per doctors/medical advice, the PICC line was immediately removed. Other action taken: dislodged PICC line was removed and another PICC was inserted. Assessment/treatment given: nil leakage from site, nil pain tenderness or redness around site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juep1039 showed no other similar product complaint(s) from this lot number.